Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a left side deflation. Device remains implanted.

Event description:
Patient reported a left side deflation. Additional report of "patient tested positive for covid last month". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, opening, brown particles on the surface of the shell, wear abrasion. Leak test was performed and found opening on radius. A microscopic analysis was performed which identified sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on radius assessed as unidentified (tear) opening.

Event description:
Additional report of "patient tested positive for covid last month". Device has been explanted.